Event description:
A dreamstation bipap st30 ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at third-party service center, corrosion was found within the device. In addition, connector oxide was identified and no particles were found within the air path. There was no harm or injury reported. The device was scrapped followed by the evaluation.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30 . The device was returned to a third-party service center. During visual inspection of the device, it was determined the device was corroded also connector oxide was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.